Event description:
The caller states that the chair was found outside the store ((B)(6)) and one of the casters is bent outward like it might have hit a curb or had too heavy a load. This chair is a private label chair for amigo mobility.